Manufacturer narrative:
Received only catheter. The reported event was unconfirmed; as the problem could not be reproduced. The evaluation found no blockage observed in drainage lumen. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Sample was sent for flow rate test and passed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, urine drainage was not confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, after insertion, urine drainage was not confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, after insertion, urine drainage was not confirmed.